Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, the customer reloaded the same cartirdge and successfully resumed insulin delivery. Customer's blood glucose level was 172 mg/dl.